Event description:
A talent stent graft system was implanted for the endovascular treatment of an thoracic aortic aneurysm. It was reported that patient had enlarged aneurysm and there was no significant endoleak. Additional treatment was scheduled where a valiant stent graft will be extended in the longitudinal direction. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information received reported that the endotension was one of the possibility but was not diagnosed. No pressure of the aneurysm sac or pressure inside the stent graft was measured.

Event description:
Additional information received reported that no endoleak has been confirmed. Per the physician, the cause of enlarged aneurysm was thought to be endotension. The patient received treatment and is being monitored by physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).